Manufacturer narrative:
No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a procedure, the passive planar probe was having issues tracking. It was reported that the camera had been positioned too high and that the probe was facing the patient and the angle of the instrument prevented the spheres on the instrument from being viewed by the camera. It was noted that the surgeon elected to not reposition the navigation system to improve the line of sight of the camera. The surgeon opted to complete the procedure without the use of the navigation system. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.